Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The alarm logs indicated the unit alarmed 'volume not reached' and a 12lpm leak was noted. The advanced breathing system was cleaned, lubricated and reassembled. The unit was returned to service.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.